Event description:
Information received from the field does not address the patient's clinical status but notes that a transtelephonic check observed pacing in vvi mode at 62 ppm. When the patient was seen in the office, interrogation observed dashes (---) for programmed parameters. Multiple attempts to program the rate were unsuccessful. Measured battery data was 2.37v, 13ua, 28 kohms.